Manufacturer narrative:
According to the customer, "they are not sure which is causing the issue since it just winds itself off and they think it might be the syringe, but not sure, other customers have reported this so I believe we have an answer at this point. They had to open new manifold and control syringes. There was no serious injury or medical intervention required". A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "they are not sure which is causing the issue since it just winds itself off and they think it might be the syringe, but not sure, other customers have reported this so I believe we have an answer at this point. They had to open new manifold and control syringes."